Event description:
Event description guidant received information that during a surgical procedure, this pacemaker patient experienced a ventricular tachycardia episode and was externally defibrillated. Following the external shock, a moment of asystole was noted. After the surgical procedure, the pacemaker was unable to be interrogated and it was questioned whether the battery of the device was at end of life (eol). The device was explanted and successfully replaced with another model two days later.